Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer's blood glucose level, keeping within range. The customer continued to use the pump for insulin therapy.